Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during basal. The customer's mother reported that the device had been exposed to metal detectors. Caller reported that this was the fourth motor error alarm the device had. Blood glucose level at the time of the incident was not provided, but the caller reported that it was high. The customer's mother will not return the device for analysis.